Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons required multiple button presses and more force in order to elicit a response. The reporter stated that the ok button was progressively getting worse. The issue has been reportedly occurring for 2 to 3 months. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed. The keypad buttons to be unresponsive. The keypad was found to be intact with no evidence of tearing or peeling. And was removed for inspection. Contamination was found. Under "contrast", "down" and "ok" key contacts.